Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had tried 3 different infusion sets but was still getting a no delivery alarm on the insulin pump. The issue had been happening since (B)(6). The reservoir was not empty. They had changed the infusion set and site. The customer¿s blood glucose was around 230 mg/dl. Troubleshooting was performed. They performed a 5.0 unit fixed primed. The customer stated insulin did not exit. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.